Event description:
The lead involved in this MDR report was implanted in 2001. During follow ups two times in 2006, ventricular over sensing was observed for ventricular sensitivity setting up to 5mv. A medical re-intervention was performed on the second f/u, which showed lead insulation defect. Therefore, another lead was implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The pacing lead remains implanted. Please refer to the attached analysis report.